Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by mfg: the received product consisted of an agent drug coated balloon (dbc) catheter in two pieces. The balloon was tightly folded. Microscopic, tactile and visual inspection of the device consisted of checking the device for damage along the inner and outer shaft, balloon, markerband, and tip of the device. The hypotube had numerous kinks and was fractured 68 cm from the hub (75 cm from the tip of the device). The fracture faces of the separated ends were ovalized, as if kinked prior to separation. The damage to the device is consistent with trying to advance in a difficult anatomy. Inspection of the remainder of the device found no damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed 12 nov 2018. It was reported that the physician was loading the balloon inside the catheter at which point it snapped inside the catheter. It was noted that the break occurred 2cm from the device hub. The balloon was removed with the catheter to ensure no components could be left in the patient. However, device analysis revealed a shaft break on a portion of the device that would enter the patient.